Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, on the first day of ilet pump use, experienced a low blood glucose around 70 mg/dl and self-treated with several small chocolate bars, after which blood glucose rose to a reported peak of 319 mg/dl and remained above target for about two hours; the device was observed outcomes included no medical intervention, no ketone testing, and no healthcare facility visit. Investigation included troubleshooting and user education regarding appropriate hypoglycemia treatment and expectations during initial ilet adaptation. Investigation of this case revealed that the device functioned as designed and that the event was attributable to user overtreatment of hypoglycemia rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to hypoglycemia overtreatment during early adaptation.